Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. Eye pain is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient experiencing photophobia 14 days post photo refractive keratectomy (prk) in the right eye. Patient notes pain and is not tolerating light. Topical steroid dosage was increased and patient continues to be seen for follow up appointments. Upon follow up, poor refractive results due to photophobia. Symptoms are improving but are not completely resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.